Manufacturer narrative:
The device was returned to service center for evaluation. The customer¿s complaint was not confirmed. The unit was tested and inspected with test scopes (gif-h180, cfhq190l) and found the air pump functioned normal. The air pressure was checked and measured and within specifications. The manufacturer¿s lamp life meter was reading over 500+hours, the lamp burned out. Further inspection was performed and found a bad scope socket (locking mechanism not protecting the pins), unit already equipped with newest version main switch, fan-running normal and the air pressure tested normal. The unit was repaired and returned to the customer. The instruction manual states ¿prior to use confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. The instruction manual also states, ¿lamp cycle is approximately 500 hours.¿

Event description:
The service center was informed that during an unspecified procedure, the air/water pump of the cv-190 was not functioning. The user facility reported that the four different scopes had been attached to the cv-190 and all exhibited no air/water. A back up device was used. It is unknown if the intended procedure was completed. There was no patient injury reported.